Manufacturer narrative:
Results: investigation of the returned cuffs confirmed both cuffs are damaged. Cuff #1 the foam has torn where the d-ring is box stitched. No evidence of any previous cuts or tears were observed. The box stitch joining the foam, wash label and webbing containing the d-ring remained intact and did not fail, failure of the product was in the foam. Cuff #2 the hook is torn at the box stitch. No evidence of tampering found. The hook which helps secure the foam cuff around the wrist of the patient has torn off where the hook is box stitched to the foam cuff. An attempt to duplicate the observed failures was performed. When following all the steps of the IFU, when force is applied to the restraint the connecting strap begins to tighten around the patients wrist thus preventing the restraint from breaking. When skipping step 3a or 3b and force is applied to the restraint, the failure is duplicated allowing the patient to break free. Customer was notified of the proper application and a copy of the instructions for use (IFU) were sent. Manufacturer reference file # (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Conclusion: (device not returned) device was requested to be returned and has not been received. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Note: the report is based solely on the customer's reported issue. Note: the IFU states: "before use, check device for damage. Discard if you have any questions about patient safety." (B)(4). Product not returned.

Event description:
Customer reported while the patient was in use with the limb holder, they were able to break free of the restraint. Customer did not provide a date when the incident occurred. No patient injury was reported.